Manufacturer narrative:
The date of event is exact. Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va10qza, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported the trial was 3 days and was awesome, but when the patient had surgery, the physician had put in the wire in the wrong way and then they had not connected the patient. Then the patient had the other surgery and they implanted "it" and the patient thought someone from the manufacturer was there and they connected the patient and "everything went fine." Ever since then, it was "just not working." The patient was getting very discouraged.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va10qza, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that only the lead was explanted/not replaced on (B)(6) 2016. The device disposition was unknown. It was reported that there was no symptoms that was indicated related to the reported lead migration/dislodgement. The cause of the lead migration was not determined. There was a report that only the lead was explanted. No further complications was reported/ anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# va10qza, implanted: (B)(6) 2015. Explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported lead migration/dislodgement. Interventions include an entire system explant where it was not replaced on (B)(6) 2016. Device interrogation showed a lead miscommunication and imaging showed normal results on (B)(6) 2016. It was reported that the event was related to the device or therapy and not related to the implant procedure. Since full implantation, it appeared that the battery had not been functioning properly or there was a problem with the leads. The patient stated that it was shutting off at times without their knowledge. It appeared to be working periodically but only minimally. The event was resolved without sequelae on (B)(6) 2016. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va10qza , implanted: (B)(6)2015, explanted: (B)(6)2016, product type: lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the lead was explanted/replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.